Event description:
Patient reporting that pump 327245 kleeps beeping and is not displaying any error message. Patient is having to continually switch to her alternate pump. Patient stated she doesn't think there have been any issues with getting medication. Advised we would be sending a replacement pump via courier today. Patient was told she would be sent return box. No other information available. Dose or amount: 17.9 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.